Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: pppd event description: "the clip was not fired." Product is available for return. Additional information was received via email on 29dec2025 from [name], amk regional sales manager "the 'loading the clip' action was being performed when the experience occurred. Total 20 clips were dispensed. They don't know how many clips experienced the reported event. The issue was initially observed when the first or a subsequent clip was loaded. It occurred again, and it occurred three to four times. The 5mm trocar was used. The clip properly seated into the jaws. The pressure was not applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could not be actuated as normal. The clip was not loaded into the jaws." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.